Manufacturer narrative:
The cited device and disposable set were requested to investigate the reported issue however they were not provided for investigation. The user facility where the event occurred informed belmont that the ri-2 reusable device has been sequestered by the risk management department for further investigation and as of our last communication with the user on august 16, 2023, would not be available for return until the use facility risk management completes their own investigation. Images of the cited disposable set involved were reviewed by engineering. It was found that a clot formed in the upper portion of the heat exchanger which lead to the reported issue of smoke and melting. The root-cause for the clotting is unknown at this time. The device and disposable have not been returned for investigation; therefore, they have not been assessed for root-cause for the clotting to occur. Without additional information, and physical examination of the disposable set and the device it is not possible to arrive at the root cause for this event. The device history for this ri-2 was reviewed and no other issues were identified. The lot history was reviewed from this disposable set was reviewed and no other complaints were identified. A retain sample from the lot of the disposable set was put through full functional test, and no issues were identified. Belmont received the FDA's medwatch report number (B)(4) , request for additional information (MDR mw5117866) regarding this event on july 17, 2023 for which belmont responded to the FDA with requested information on august 31, 2023. The complaint file may be re-opened in the event the device is provided for investigation. The customer was offered re-training to confirm they are comfortable utilizing the device. They declined this offer however. No device malfunction could be verified, and the root cause could not be determined. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Manufacturer narrative:
The internal complaint file #: (B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation. During a case in which the device was in use for over 6 hours, and ran 3wb, 66 rbcs, 51 ffp, 1 saline. The staff noticed smoke coming out of the front door of ri-2. They claimed that the disposable melted due to excessive heat. User stated that no alarms sounded. Another ri-2 with new disposable set was used to finish the case and there were no further issues. Although the patient involved in the incident later died, the hospital confirmed that the device did not cause or contribute to death. Medwatch report mw5117866 was subsequently received by belmont on 06/02/2023. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. If the fluid exiting the heat exchange is over temperature then there is an alarm. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual includes a compatible fluid list and states "do not combine any substances containing calcium with blood products. This will cause clotting and occlusion of the unit and possible overheating occurrence". The user has not confirmed the use of any non-compatible fluids. Belmont is working with the user facility to have the device involved in this incident returned for investigation. We received a photograph of the heat exchanger which indicated a blood clot on one side of the heat exchanger which likely caused the overheat condition. We do not know what caused the blood clot at this point, but possible causes can be the use of calcium products. Belmont also offered retraining to the staff in order to demonstrate the proper use of device per our specifications but, the training was declined as of now and will be conducted in october. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
During a case, the staff noticed smoke coming out of the front door from ri-2. They noticed that the disposable melted due to excessive heat. Another ri-2 with new disposable set was used to finish the case and there were no further issues. Although the patient involved in the incident died, the hospital confirmed that the device did not cause or contributed to death.